Event description:
It was reported that the device had premature battery depletion. It was also reported that the right atrial lead was undersensing, and the right ventricular lead had unacceptable thresholds and was undersensing. The device was removed and replaced, and both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.